Event description:
Staphylococcal infection in knee [staphylococcal infection] pseudoseptic reaction pseudosepsis]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician via sales rep regarding a patient, initials unknown. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc one (hylan g-f 20) injection in knee, route of administration and dosage regimen not provided. The lot number for synvisc one was not provided. On an unspecified date, the patient developed pseudoseptic reaction after the injection. It was reported that the patient also acquired staphylococcal infection after the knee was aspirated. The company assessed the event of staphylococcal infection in knee as medically significant. The action taken with synvisc one treatment was not provided. The outcome for the events of staphylococcal infection in knee, pseudoseptic reaction and knee effusion was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide the causal relationship between synvisc one and the events.